Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a reduction in the intrinsic amplitudes. The smart pass feature had programmed itself off due to the low amplitudes. There were stored untreated episodes due to the same oversensing. The sensing vector was set to the primary sensing vector. Technical services discussed some testing options. There were no additional adverse patient effects. The system remains implanted.